Manufacturer narrative:
Concomitant products: 7122q lead, implanted: (B)(6) 2016; concomitant products:4196-88 lead, implanted:(B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a surgical procedure involving cautery use, a lead integrity alert (lia) triggered. It was noted noise was present on the right atrial (ra) lead and right ventricular (rv) leads at the time of the lia and a magnet was being used during the procedure. It was noted all rv measurements were normal and the oversensing and lead noise could not be reproduced. It was suspected the cautery triggered the lia from the cardiac resynchronization therapy defibrillator (crt-d) and the device remains in use. No patient complications have been reported as a result of this event.